Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -11.5/2/93 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was repositioned due to lens rotation not associated to a low vault. The lens rotated again and the lens was then explanted on (B)(6) 2017. The lens was exchanged and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found caught in the vial cap and folded in and white residue was on lens. (B)(4)